Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose level was 118 mg/dl. The customer reported that they heard the beep sound and noticed that the black dot on the screen. The customer reported that the insulin pump was currently beeping. The customer was advised to revert to back up plan. The insulin pump will not be returned for analysis.